Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon review, the implantable cardioverter defibrillator had non-sustained right ventricular oversensing noted. Source of oversensing appeared to be bigeminy. Programming change was performed. The patient had no consequences.